Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 353 (mg/dl). Customer administered a bolus with the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to replace infusion site, continue to monitor bg levels, and call back if further assistance was required. Customer acknowledged.